Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that the spring arm cover has been scratched and causes scrapings fall into the surgical field. Designated complaint unit employee confirmed reported issue based on photographic evidence. No injuries were reported for the patient and no medical intervention was required as a result of the incident. However we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information indicate that upon the event occurrence, the device was being used for patient treatment. According to analysis provided by subject matter expert at manufacturer¿s, the minor and deep scratches are caused by impacts or collisions resulting from abnormal use. The operating manual provides instructions to pre-position the arms before use to prevent damage. To avoid similar incidents, it is recommended to prevent collisions between devices. Visual inspections during cleaning help detect scratches; any parts showing severe damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that the spring arm cover has been scratched and causes scrapings fall into the surgical field. Designated complaint unit employee confirmed reported issue based on photographic evidence. No injuries were reported for the patient and no medical intervention was required as a result of the incident. However, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination.